Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple occurrence of pump error. Customer stated that insulin pump had cracked retainer ring and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap was installed and did not lock in place due to the broken reservoir tube lip and missing retainer. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, and force sensor test however, unable to perform the displacement test and occlusion test due to the broken reservoir tube lip and missing retainer. The pump history and trace files were successfully downloaded using thus. A review of the pump history file reveals on 7/18/2022 (event date) there were a total of six (6) pump error 43 (motor drive error) alarms and three (3) pump error 130 (mfda) alarms, listed below: 02:26:12 alarmalertnotification faultnumber = mfda alarm(130) linenumber = 531 filenumber = 121. 02:26:17 alarmalertnotification faultnumber = mfda alarm(130) linenumber = 531 filenumber = 121. 03:32:01 alarmalertnotification faultnumber = mfda alarm(130) linenumber = 531 filenumber = 121. 03:12:35 alarmalertnotification faultnumber = motor drive error (43) linenumber: 681 filenumber: 121. 03:15:07 alarmalertnotification faultnumber = motor drive error (43) linenumber: 681 filenumber: 121. 03:19:43 alarmalertnotification faultnumber = motor drive error (43) linenumber: 681 filenumber: 121. 03:31:50 alarmalertnotification faultnumber = motor drive error (43) linenumber: 681 filenumber: 121 14:53:41 alarmalertnotification faultnumber = motor drive error (43) linenumber: 681 filenumber: 121. 16:12:55 alarmalertnotification faultnumber = motor drive error (43) linenumber: 681 filenumber: 121. The pump was cut open for a visual inspection. Moisture damage was found on pcba 1 and the motor flex tail; rust and corrosion were found on the motor, motor home switch, and force sensor. The following were noted during the physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, stained keypad overlay, minor scratched lcd window, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Pump error 43 and pump error 130 alarms are confirmed due to moisture damage/rust on the hardware. No crack on the lcd window noted during inspection however, there is a long scratch (minor scratch) present. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.